Manufacturer narrative:
H10: the customer replaced the alternating current (ac) inlet but this did not resolve the issue. The customer later replaced the power supply and confirmed this had resolved the issue. The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60, indicating that the unit was not getting alternating current (ac) power. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the v60 was not getting ac power. The customer evaluated the v60 with the remote service engineer (rse). The customer verified that power was being received from the outlet and power cord. It was discovered that only 45 to 50 volts alternating current (vac) were being transferred from the ac inlet to the power supply. The rse then provided the customer the part number for an ac inlet.